Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the control body fluid damage, the biopsy inlet t-piece fluid damage, the receptacle fluid damage, the remote control wire fluid damage, the ground lug plate fluid damage, the ground wire fluid damage, the light guide fiber bundle (lcb) fluid damage, the lg cable connector fluid damage, the shield cover fluid damage, the light guide cable perforated, and the root brace rubber cut; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).